Event description:
Resident was being transferred from wheelchair to bed by two staff members using invacare lift. A fall occurred. The left lower strap of lift pad pulled away from the liftpad/sling.